Event description:
The facility reported an infusion pump that squealed and then shutdown after IV fluid dripped onto the device. The event was reported to have occurred after use while the pump was waiting to be cleaned. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filled upon completion of the evaluation, or if additional information becomes available.